Event description:
It was reported that on (B)(6) 2014, the patient underwent surgery with the plate. On (B)(6) 2015, the surgeon confirmed x-ray. He found that the screw inserted in the bone is loosening. The surgeon is monitoring for the patient now.

Manufacturer narrative:
Method: device not returned;results: manufacturing records for this product could not be reviewed because the lot number or the part was not provided (part remains implanted).conclusion: the probable root cause is multifactorial and unknown.

Event description:
It was reported that on (B)(6) 2014, the patient underwent surgery with the plate. On (B)(6) 2015, the surgeon confirmed x-ray. He found that the screw inserted in the bone is loosening. The surgeon is monitoring for the patient now.